Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure as the physician was closing the pocket, the right atrial (ra) lead dislodged. The pocket was reopened and the ra lead was repositioned and remains in service. No additional adverse patient effects were reported.